Event description:
It was reported that the customer's pump screen was frozen and unresponsive, rendering it difficult to interact with. There was no reported impact to the customer¿s blood glucose level. The issue was resolved after the customer was provided with and performed a pump reset, allowing them to interact with the screen again.